Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of event was not reported. It was not reported if the patient was hospitalized. The patient was treated with an unspecified anti-inflammatory drug (dose, route and frequency were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was discontinued. No additional information is available as the reporter declined follow up.